Event description:
It was reported that during a surgical procedure the device shut off and when it was turned back on it shut off and lost pressure. It was reported that the patient felt light headed when the device lost pressure, but there was no injury that occurred because of this. The procedure was completed successfully with no medical intervention and no clinically significant delay.